Event description:
Related manufacturing reference number: 2017865-2024-71729. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient went into atrial fibrillation during mapping of the atrial lp. After fixation, the patient was cardioverted. During the cardioversion, the atrial lp exhibited a reset. Troubleshooting was performed and the atrial lp was finalized. Cardioversion was performed again for additional atrial fibrillation. The atrial lp functioned normally post cardioversion. The patient was stable.